Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the pt recharged his ipg and then noticed that the stimulation was very low. His ipg lost communication with the charger and pt programmer. The pt reported no falls or traumatic events had occurred. A replacement charger did not resolve this issue. An x-ray showed no anomalies with the ipg. F/u on the pt found that he is being scheduled for an explant and replacement of the ipg. The procedure date is currently undetermined. No further info is available.